Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and all the external components were in the correct post deployed positions. Internal examination found the vessel locator wings were found broken at the distal end of the retaining ring. The broken parts were not returned. Based on the investigation findings, the probable root cause for the broken locator wings that directly resulted in the difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend and break the wings and eventually cause difficulty in removing the device after clip deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, the access ports were used with counter-traction and assertive pull applied to remove the device from the pt's anatomy. The clip achieved hemostasis. No adverse pt sequela was reported. Though requested, no additional info was provided.